Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after the insertion of the catheter, no urine flow was observed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after the insertion of the catheter, no urine flow was observed.

Manufacturer narrative:
Received 1 used temperature sensing catheter. Per visual inspection, no manufacturing defects on the catheter were found. Per the functional evaluation, a flow test was performed. Per specification, the unit would be considered acceptable if it drains 250cc of water according to the following flow rate: french size 16 fr. Unused: 64 seconds maximum used: must drain water flowed properly through the catheter and without any interruptions or difficulties. The drain was capable to drain and the catheter was found to be within specification. The reported issue was unconfirmed as the problem could not be reproduced. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following precautions to avoid the inaccurate flow rate: "- caution: do not aspirate urine through drainage funnel wall. - single patient use only. Do not reuse. Do not resterilize. For urological use only. - catheters should be replaced in accordance with the cdc guideline ¿guideline for prevention of catheter-associated urinary tract infection¿. At the onset or first signs of a urinary tract infection, catheter encrustation, or any other catheter-related adverse effect, the catheter should be replaced. - visually inspect the product for any imperfections or surface deterioration prior to use. Do not stretch catheter." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after the insertion of the catheter, no urine flow was observed.